Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that all recorded episodes of atrial tachycardia/atrial fibrillation appeared to be when the implantable cardioverter defibrillator (ICD) exhibited oversensing of electromagnetic interference. It was noted that a considerable amount of baseline noise appeared at the beginning of the electrograms (egm) recordings that seemed to clear later in the recordings. Additionally, the noise was superimposed on the intrinsic atrial signal. The ICD remains in use. No patient complications have been reported as a result of this event.